Event description:
It was reported the patient had two laminectomies and a ¿three level fusion¿ and a stimulator that was implanted and then revised. It was noted they had recommended removing the stimulator because the patient was not able to empty her bladder. It was noted the stimulator worked very well for the patient¿s leg pain but not back, so they revised it and put in new leads. It was noted the surgery did not go well, and the patient had drop foot for a while, and now couldn¿t go to the bathroom. It was noted ¿they said that removing the stimulator should help this.¿ it was noted the patient had the stimulator off for almost a month and could live with the pain, and it was reported ¿it seemed to be much better.¿ the reporter was worried about the risks of removing the device and worried it would not help the patient¿s bladder problems.

Manufacturer narrative:
(B)(4).